Event description:
On 19-mar-2026, it was reported by a sales representative via phone that an ar-8990st fibertak inserter tip broke off into the patient. This was discovered during a right endoscopic carpal tunnel release with no patient harm and no case delay experienced. The fragment was left in patient due to surgeon stating, "would cause more harm to go after then to leave in patient".

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.